Event description:
The customer reported a loss of live image during a case and they were required to complete the case on another system. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber fuse assembly was replaced. The system was then found to be operating as intended.